Event description:
It was reported that pump experienced malfunction alarm with code malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset procedure, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction alarm occurred again.